Manufacturer narrative:
(B)(4). Date sent: 11/05/2025. Additional information was requested, and the following was obtained: gst45b was not able to hold the tissue while tissue was medium thick only.

Manufacturer narrative:
(B)(4). Date sent: 10/22/2025. D4: batch # unk. Additional information was requested, and the following was obtained: -was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Staplers pins of white cartridge staple line missing staples. -how was the bleeding controlled? By clamping on both side and the suturing. -how much blood was lost (ml)? Significant but can¿t tell in ml. Did the patient require a transfusion? No, not in ot, but I don¿t know after that. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) I don¿t have this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure, the surgeon fired 2 pve35a and vasecr35 which did not staple the vessel properly and resulted in bleeding of vessel. There was no patient consequence nor surgical delay reported. No additional information provided.